Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: management of aortic insufficiency in patients with left ventricular assist device . A retrospective analysis. The vad journal, 2018: vol. 4, article 3. Doi: https://doi.org/10.13023/vad.2018.03. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding ventricular assist devices (vads). The article discussed vads for left ventricular support in adults with pre-existing aortic insufficiency and for those who develop it post-vad implantation. One patient developed new-onset aortic insufficiency and recurrent heart failure eight months after vad implantation, requiring medical intervention and vad flow adjustments to treat. The patient showed initial positive response to this treatment, but deteriorated fourteen months later and was bridged to heart transplantation. The status/location of the vad is unknown. No further patient complications have been reported as a result of this event.